Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the center had an equipment malfunction. The center requested a warranty replacement for the mobile power unit (mpu) and ac power cord.